Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise over-sensing which resulted in pacing inhibition and inappropriate mode switching. The rv lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
Further information was requested but not received. Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Manufacturer narrative:
Correction: the correct event description in section b5 should have been "it was reported that the patient's right ventricular (rv) lead exhibited noise over-sensing which resulted in pacing inhibition. The rv lead was explanted and replaced. The patient was stable throughout the procedure.", rather than " it was reported that the patient's right ventricular (rv) lead exhibited noise over-sensing which resulted in pacing inhibition and inappropriate mode switching. The rv lead was explanted and replaced. The patient was stable throughout the procedure." The correct medical device problem code should have been "over-sensing" only, rather than "over-sensing" and "pacing problem".

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise over-sensing which resulted in pacing inhibition. The rv lead was explanted and replaced. The patient was stable throughout the procedure.